Event description:
The nurse reported that the cannula became disengaged from the hub at the end of the case upon cannula removal. There was no pt injury reported.

Manufacturer narrative:
No sample was returned nor lot number provided for eval. The root cause of the event cannot be determined in this investigation.